Event description:
Additional information received reported that the patient experienced dalacine hypersensitivity reaction. The outcome was resolved without sequelae. Interventions included a medication adjustment specifically dalacine being switched to pyostacine 2 grams a day. Diagnostic methods included physical/neurological exam. The result showed cutaneous eruption (trunc, arms, and legs). The dalacine was prescribed for device infection. Interventions included the device being explanted on 2015-(B)(6). From 2015-(B)(6) the patient was on rocephine 2 g a day and cubincin 500mg a day. From 2015-(B)(6) the patient was on dalacine 600 mga day. From 2015-(B)(6) the patient was put on pyostacine 2 g a day. The etiology was possibly related to the device or therapy and possibly related to the procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was an infection of the operative site, the extension externalization site. Signs and symptoms associated with the event were fever, redness and pus draining. Diagnostics included a physical/neurological exam and the result was the infection diagnoses on (B)(6) 2015. Laboratory tests were done on (B)(6) 2015 and results were infection staphylococcus aureus. A cutaneous sample was taken. Intervention included a device explant on (B)(6) 2015, the extension was explanted. The outcome was ongoing. This was not related to the device or therapy but was related to the procedure, related to incisional site/device tract specifically the lead/extension tract. The lead was still in place with no sign of infection. The patient had no sign of meningitis.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the patient experienced in-patient or prolonged hospitalization.

Manufacturer narrative:
Concomitant products: product ID 37081-40, serial # (B)(4), explanted: (B)(6) 2015, product type extension; product ID 37081-40, serial # (B)(4), explanted: (B)(6) 2015, product type extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37081-40, serial# (B)(4), explanted: (B)(6) 2015, product type: extension. Product ID 39565-30, lot# 208938487, explanted: (B)(6) 2015, product type: lead. Product ID neu_unknown_lead, explanted: (B)(6) 2015, product type: lead. Product ID 37081-40, serial# (B)(4), explanted: (B)(6) 2015, product type: extension.

Event description:
Additional information reported the lead wasexplanted as an intervention for the infection one month after the extensions were explanted. The infection was still ongoing. If additional information is received a follow-up report will be sent.